Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 178262: 120 items manufactured and released on (B)(6) 2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, 110 items of the same lot have been already sold without another 1 similar reported event. Other devices involved in the event liner: impact 01.32.3648hct flat pe hc liner ø36/f lot. 166667 (k103721) batch review performed on (B)(6) 2020: lot 166667: 77 items manufactured and released on 13-dec-10§6. Expiration date: 2011-11-27. No anomalies found related to the problem. To date, 74 items of the same lot have been already sold without any similar reported event ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 176376 (k112115) batch review performed on (B)(6) 2020: lot 176376: 220 items manufactured and released on (B)(6) 2018. Expiration date: 2022-12-22. No anomalies found related to the problem. To date, 22 items of the same lot have been already sold with another similar reported event. Stem: quadra-h 01.12.034 cementless, ha coated lat stem # 4 lot. 174068 (k082792) batch review performed on (B)(6) 2020: lot 174068: 39 items manufactured and released on (B)(6) 2017. Expiration date: 2022-11-06. No anomalies found related to the problem. To date, 37 items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 2 months after primary, revision surgery performed due to infection. Right side. The surgery was completed successfully.